Event description:
It was reported that the customer had problems with the reservoirs; there were air bubbles in the reservoir. The customer's blood glucose as not provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.